Event description:
It was reported that while plugging device in to charge, displayed battery level suddenly dropped from 90% to 3% and device forced a restart. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.